Manufacturer narrative:
Concomitant product(s): dtba1d1 ICD, implanted: (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced nerve and muscle stimulation of the pocket when their left ventricular (lv) lead exhibited high thresholds, high impedance spikes, and a low impedance warning. During lead extraction, the outer insulation was noted to be compromised and a conductor wire was exposed. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.